Event description:
Mayfield headrest was used during a cervical discectomy. At the end of the case the pt's neck was hanging off the head of the bed. The headrest had slipped below table level due to loosening of horse shoe. Headrest was brought up to the table level and the pt's head returned to position without any apparent injury.